Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. The insulin pump was tested with a water infusion set with no air bubbles anomaly noted in reservoir. The insulin pump was received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she had high blood glucose level and had fingertip size air bubbles. The customer¿s blood glucose level was 498 mg/dl. The customer reported that she had air bubble into the tubing which was fingertip size, so she changed the pump however she was still having high blood glucose level. The reservoir will not be returned for analysis and insulin will return for analysis.